Manufacturer narrative:
Analysis of the percutaneous extension, serial #(B)(4), found the #0 and #3 conductor wires were kinked, indicating the corresponding connector blocks were twisted in the molded rubber. Analysis of the percutaneous extension, serial #(B)(4), found the #0 and #1 conductor wires were kinked, indicating the corresponding connector blocks were twisted in the molded rubber.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0ydzt, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0yfyb, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0ydzt, implanted: (B)(6) 2015, product type lead; product ID 3550-05, lot # n502142, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type accessory; product ID 3550-05, lot # n565871, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type accessory; product ID 3550-05, lot # n502142, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type accessory; product ID 3387s-40, lot # va0yfyb, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the extension failed. The patient had been implanted for a trial and then went on to get a permanent implant. During a stage two implant procedure, contact three of the extension was found to be completely twisted in the channel at the proximal end. When the hcp dissected down to the lead, there was an exposed wire and the sheath was damaged between contacts due to stretching of the lead. The hcp had to dissect down to the lead due to the extension not sliding off. The hcp had to cut part of the extension in order to get the lead out. The lead was then placed in a new extension. Impedances were tested and contact zero had elevated impedances of approximately 17,000 ohms. Contacts 1, 2 and 3 had normal impedances. The manufacturing representative did not know if the damage occurred when the extension was attached to the lead during the stage one procedure or when the lead was buried below the scalp. The lead had to be ¿stuffed¿ down into the extension receptacle. The issue was not resolved at the time of this report. The same issue occurred with the second extension and the band twisted within the extension when the hcp attempted to loosen the screws, but the hcp had caught it in time so no damaged occurred. The manufacturing representative later reported that they met with the patient on (B)(6) 2015 and impedances had dropped to 1250 ¿ 1387 ohms, but the impedances may have been positional. Contacts two and three had been showing short with impedances around 30 ohms. The lead was noted to be damaged, but was delivering current. It was unknown if the patient was receiving therapy and the lead was not considered to be as important to future therapy options as it was implanted in the ¿vtl.¿ the second lead was placed in the ¿pag¿ and was getting stereotypical response. The second lead was also damaged at the extension site, but impedances were measured to be within normal range. After the surgery, the patient was told they could go back on their blood thinner medication. In the hcp¿s notes, it states the patient should not take blood thinners. The patient had started to take the blood thinners one day after surgery and that was believed to have caused a brain bleed that was discovered on the following monday. The patient¿s spouse had grown concerned with the patient¿s behaviors and unresponsiveness so their hcp was contacted. Currently, the patient¿s verbal fluency was affected and they had some leg weakness. The patient was stable and they planned to start physical therapy for speech and leg weakness.